Event description:
It has been reported to philips that the allura system did not boot up successfully as the start-up countdown got stuck at 00:00. The system was in clinical use. No harm was reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system doesn't turn on. The issue happened during the diagnosis and the procedure was completed as planned by restarting the system. The rse confirmed that the issue with the cmos battery and advised to turn on flexvision pc manually. To resolve the issue completely, the fse replaced the cmos battery. The system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.